Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting the patient adapter to the titanium transfer set during a periodic exchange of the titanium transfer set. The patient adapter was rotated. Afterword another titanium transfer set was used to connect with no issue. The patient involved in the reported incident has been using peritoneal dialysis therapy for a year. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing. All functional testing passed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.